Event description:
This is a report of a customer that reused single-used supplies. This occurred during the prime phase of peritoneal dialysis therapy. During troubleshooting of an unrelated alarm, the technical services representative advised the nurse to start therapy over using all new supplies. The nurse declined to start over with new supplies and instead stated that they would disconnect the bag on the supply line and reconnect it to the final line to continue therapy. The technical services representative reviewed proper procedures with the nurse. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a use error where the patient reused single-use supplies. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.